Event description:
It was reported that the patient had three inappropriate shocks in the month of (B)(6) due to oversensing of noise. The device sensing vector has now been reprogrammed from the primary sensing vector to the secondary sensing vector. There has been no inappropriate therapy since the reprograming. There were no additional adverse patient effects.